Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 due to peritonitis. During intake, the patient¿s spouse stated the patient¿s pd catheter (not a fresenius product) was removed and his stomach was ¿full of blood.¿ additionally, the patient reportedly went into atrial fibrillation and expired on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic (date not provided) with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was obtained, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, duration, frequency not provided), however the patient continued experiencing abdominal pain and was sent to the hospital on (B)(6) 2023. Medical records received on (B)(6) 2023 confirmed the patient presented to the emergency room (ER) via emergency medical services due to worsening abdominal pain. The patient¿s pain was treated with morphine and the patient was sent for hematological/radiological studies. The radiological studies did not definitively indicate peritonitis, rather there was fluid discovered which could be related to an abdominal abscess. The hematological studies revealed the patient was hypokalemic (2.6) and was given 40 meq of intravenous (IV) potassium, 1000 mg of IV magnesium and 250 ml of IV normal saline. Given the patient¿s condition, the decision was made to transfer the patient to a larger medical institution for further evaluation. Following transfer on (B)(6) 2023, the patient¿s peritoneal effluent fluid culture was obtained, and was positive for bacteroides fragilis (peritonitis confirmed). The patient was started on IV metronidazole (duration, frequency, dose not provided), however the patient continued to experience abdominal pain. The medical team decided to transition the patient to hemodialysis (hd) on (B)(6) 2023, and the patient¿s pd catheter was surgically removed on (B)(6) 2023. While undergoing hd therapy, it was noted the patient experienced periods of bradycardia (pulse = 20¿s) and the patient¿s metoprolol was held. It was reported that the patient began feeling better following the removal of the pd catheter. A follow-up abdomen/pelvis CT on (B)(6) 2023 revealed the patient¿s abdominal abscess (near pd catheter site) was worsening, and the patient underwent a CT-guided procedure which drained the abscess of purulent material. Subsequent peritoneal effluent fluid cultures grew enterobacter and enterococcus, which were vancomycin resistant, therefore the patient was prescribed IV cefepime and daptomycin (duration, frequency, dose not provided). Although the timeline is unclear, the patient bradycardic episodes continued, and his metoprolol was discontinued. The patient was being considered for a temporary pacemaker, however on (B)(6) 2023, the patient experienced worsening abdominal pain (left lower quadrant) and an additional abdomen/pelvis CT exposed a large fluid collection or possible hematoma. The patient received a single unit of packed red blood cells (timeline unclear), however the patient's condition continued to deteriorate, and was transitioned to comfort measures only. The patient was pronounced dead on (B)(6) 2023.